Event description:
It was reported that pump touchscreen was cracked and unresponsive after pump was dropped on ground. There was no reported impact to the customer¿s blood glucose level. Customer could not use pump touchscreen, and technical support arranged urgent shipment of replacement pump.